Manufacturer narrative:
The device was not returned for evaluation. The reported event was confirmed as inconclusive. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device was producing a "patient line open" and "low flow" message. As a result, therapy was interrupted in order to replace the pads with a new set of pads; however, the problem continued with new set of pads. The nurse disconnected and reconnected the pads with only the fluid delivery line attached. The flow rate was at 0.4lpm and inlet pressure was at -0.4psi in manual mode. The nurse disconnected the fluid delivery line and put her thumb over the left suction port; however, there was no improvement in flow or inlet pressure. Therapy was again interrupted in order to place the patient on a different device. The nurse then placed the second device in manual mode, and with only the fluid delivery line attached, the flow was 1.8lpm, and had an inlet pressure of -7.0psi. The nurse reattached the pads, which produced a good flow rate and inlet pressure. The nurse then placed the device back into automatic mode. The flow was sustained at 3.4lpm, and an inlet pressure of -7.2psi. Therapy was resumed with no further issues.